Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with false air in line alarm was confirmed and reproduced during product evaluation. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a false air in line alarm. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.